Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00801803202, femoral head, lot # 61855281, item # 00771300500, stem, lot # 61831093, item # 00875100932, liner, lot # 61874963, item # 00875705001, cup, lot # 61553913. Legal notification. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00566, 0002648920-2018-00581.

Event description:
It was reported that approximately 4 1/2 years post implantation, a patient underwent a revision due to allegations of pain, metallosis, popping, severe tendinitis, elevated cobalt levels, and a pseudotumor. Legal document indicates trunnion wear with cobalt debris being generated from the interaction with the modular neck system. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Left hip revision op note demonstrated that the patient was revised due to metallosis, pseudotumor, bone loss, adverse tissue reaction, and elevated metal ion levels. Extended trochanteric osteotomy was done to remove the stem. The cup was well-fixed. New head, liner and stem were implanted. Device history records were reviewed for deviations and/or anomalies with none identified. Additional information does not affect the root cause. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.